Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility. If additional information becomes available, it will be submitted in a supplemental report. This is the same pt/event as MFR# 2249697-2010-00044 & MFR # 2249697-2010-00045.

Event description:
It was reported that "the arthroplasty was revised due to loosening, stiffness, and a patellar instability. The femoral and tibial components were revised. The components were implanted in situ for 2.2y." Reported devices were implanted in 2006 and explanted in 2008.